Manufacturer narrative:
The lead was kept by the hospital. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture during a program testing and was found out to be dislodged. This lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.